Manufacturer narrative:
The patient was discharged. Right ventricular assist device (rvad) thrombus suspected, however lvad flows were maintained indicating right ventricle (rv) coping with ejecting through pulmonary valve. No thrombolysis as decision was to decommission rvad. The heartware vad is used for treatment not diagnosis. (B)(4) was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "low flow" alarms on the date of the reported event. Logs indicate a downward trend in estimated flow and power consumption starting on (B)(6) 2015 leading to parameters below the normal operating range starting on (B)(6) 2015. Applicable risk documentation and experience with events of similar circumstances were considered; events with inadequate flow rate are most often attributed to an occlusion caused by a thrombus formation. Based on the investigation conducted, the most likely root cause cannot be conclusively determined; a possible root cause can be attributed to an occlusion caused by a thrombus formation. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this bi-ventricular assist device (bivad) patient was admitted to the hospital with low flows of the right ventricular assist device (rvad) on (B)(6) 2015. The rvad was turned off on (B)(6) 2015 and the driveline cable cut. The pump was left in situ. The last report received indicated that the patient was stable on left ventricular assist device (lvad) support.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted vads. The heartware® instructions for use (IFU) addresses setting parameters for the low flow alarm threshold, how to recognize low flow alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU further addresses the potential causes of the ventricular suction detection alarm and potential courses of action. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Device remain implanted.